Manufacturer narrative:
Pump had cracked case at display window corner, battery tube threads, reservoir tube, broken belt clip slot, minor scratched display window and detached end cap

Event description:
The customer reported via phone call that the bottom of the insulin pump broke off. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.